Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of implant pain and material invagination are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant pain and material invagination visual analysis of the photographs identified: product discoloration: unable to observe as it is not related to the manufacturing process. Implant pain: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsulectomy". Later, healthcare professional reported "multiple deformations", "two capsule defects are identified at the boundary of the outer and inner quadrants, with leakage of contents into the soft tissue" and "formation of adhesions" this record is for the left side side. Device was explanted and replaced with another manufacturer´s device.